Event description:
On (B)(6) 2011, a customer contacted beckman coulter inc (bec) customer technical support (cts) to report a leak from the 10 psi and air pressure was running low. On (B)(6) 2011, the customer stated they were receiving air pressure high error and cuvettes railing water blank. Customer found wash solution empty and tried filling canisters in prime and foamy liquid spewed out of the 10 psi regulator. No injury or exposure was reported.

Manufacturer narrative:
On (B)(6) 2011 a bec field service engineer (fse) found a poor signal from the wash solution canister float switch causing the canister to overfill and leak out regulator. Fse replaced the float switch for wash solution and verified operation. Repair verified per established procedures. Bec internal notification number is (B)(6).